Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the l5-r screw was misplaced due to excessive resistance of the trajectory caused by a merge shift. Once the user began navigation of l5-r, the logs show that the software detected and then alerted the user of excessive deflection during screw placement, which can be caused by skiving. This could also be due to the trajectory potentially hitting the interbody at l4-l5. Force is indicated by the force meter in the bottom right hand side of the screen. Additionally, there is a warning presented on the bottom of each trajectory view of the navigation screen in the event that excessive force is detected. Excessive force and skiving can lead to the misplacement of screws. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsus gps system, the case was aborted due to robotic error, and screws were then placed without robot.